Manufacturer narrative:
Follow-up #1: date of submission 03/17/2015. Device evaluation: the device has been returned and evaluated by product analysis on 03/03/2015 with the following findings: the pump powered on with the returned battery cap. The available black box dates were from 1/26/2015 -2/3/2015. The black box information from date of complaint has been overwritten due to continued use of the device. The pump was exercised for 24 hours with a 1 unit per hour basal program with no loss of prime or prime related warnings duplicated. The force calibration check was within specification. The pump case was removed and the force sensor pins were seated and the solder connections were intact. There was no evidence of cracked force sensor traces and no evidence of moisture or loose components inside pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.